Event description:
(B)(4). I have essure since 2008. At first, I had no side effects until 7 months ago. It started with severe back pain, then when I had my cycle, I was bleeding so bad that my period only lasted for 24 hours which is abnormal. Since then, I have had nothing but very heavy bleeding and severe back pain. I have to use a (B)(4), an overnight pad because I soak through the tampons within an hour to an hour and half. Also I am experiencing pain where my fallopian tubes are.